Event description:
It was reported that while using day aligners, the patient had front tooth in between the canine and front tooth has been really sensitive when eating or drinking anything hot or cold along with pain.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.